Event description:
It was reported that the patient was in the hospital for a non device related issue and the medical personnel noted that the right ventricular (rv) lead exhibited loss of capture (loc). The rv lead threshold measurement was 2 volts in bipolar and unipolar configuration , while the output on the pacemaker was programmed to 2.5 volts. The patient is pacemaker dependent so the output was reprogrammed to 4 volts to provide an appropriate safety margin. The rv lead sensitivity was reprogrammed to 10 mv. It was thought the patient had fluctuating threshold measurements and boston scientific technical services (ts) discussed possible causes of fluctuations. There were no stored episodes of noise and all impedance measurements were stable. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).